Event description:
It was reported that during treatment of venous insufficiency in the great saphenous vein using the closure fast catheter, there was trouble removing the catheter from the leg as it became caught and tethered at the entry point. Upon removal, the catheter's heating element appeared bent or kinked, and coagulum had built up around the bend of the heating element. The procedure was nearing completion with all required segments treated, and the introducer sheath protocol was followed as per instructions for use, with the sheath not covering the heating element at any point. Tumescent infiltration and local anesthesia were utilized, and hand compression was applied. The generator did not display any warnings, and the vein was confirmed closed. No additional treatment was required. No deaths, infections, or other adverse outcomes were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: four images were received from the account. The images show the a closurefast catheter in a patient and when removed. Burn biologics and heating coil/ element damage is evident in these images. While no lot# is shown the images are consistent with the reported event. Product analysis damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bending/ burning of the fep layer of the heating element/coil at approx.: 6.8 cm from the distal tip of the device. Burnt biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed four kinks along the shaft; the kinks were observed at approx. 27.6 cm, 31.7 cm, 55.6 cm and 75.4 cm from the distal tip of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.